Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a procure on (B)(6) 2020, the trochanteric fixation nail-advanced (tfna) nail implant would not properly align with the lag screw when attached to the insertion handle. When surgeon removed the implant, the set up seemed to be incorrect in angle of screw to nail. As if it was 132 instead of 130. Surgeon opened another nail and it was perfect. There was unspecified amount of surgical delay. There was no known or reported post-surgery complications. No further information reported. During manufacturer's preliminary investigation of the returned devices it was identified that tfna helical blade is chipped off. Concomitant devices reported: unknown tfna scr perf l90 tan (part# 04.038.190, lot #: 3l44071, quantity: 1); insertion handle (part# unknown, lot# unknown, quantity 1); tfna helical blade perf l90 tan (part # 04.038.390, lot # 10l8069, quantity 1). This report is for one (1) 10mm/130 deg ti cann tfna 380mm/right - sterile. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part #: 04.037.058s, synthes lot number: 37p6580, supplier lot #: 37p6580, release to warehouse date: 10-jan-2020, expiration date: 01-jan-2030, supplier: (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the tfna fem nail ø10 r 130° l380 timo15 (p/n: 04.037.058s& lot #: 37p6580) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the device was intact and there was a drill mark on the walls of the helical blade opening. There were scratches on the device which have no impact on the device functionality. No other issues were identified with the returned device. Functional test: 1. Per the investigation performed at jabil, monument, the inspection sheets was reviewed and 130 degree functional gauge was used to determine if the oblique hole angle was within inspection and the device passed the inspection. 2. At uscq functional test was performed by inserting the helical blade through the tfna nail and there was no issue noticed in the interaction of both the devices. Functional test of nail and insertion handle cannot be performed as the handle was not received back. Complaint replication was not able to be performed completely with the returned devices. Dimensional inspection: 1. At uscq the outer diameter of the device hole was measured for dimensional accuracy and measured to be 15.65 mm. This is within the specification of 15.66 +/-0.1 mm as per the drawing 04_037_016_1, rev. F device used: ca818. 2. For the incorrect angle of the hole feature, inspection of tfna implant 04.037.058s, lot number 37p6580 at jabil, monument revealed that the oblique hole feature is dimensionally acceptable. As consequence, the complaint condition is unconfirmed from a manufacturing standpoint. Document/specification review based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed complaint confirmed? No, the device received showed no defects of the alleged complaint condition per the manufacturing investigation, "inspection of tfna implant 04.037.058s, lot number 37p6580 revealed that the oblique hole feature is dimensionally acceptable per ns071282 rev. E. As consequence, the complaint condition is unconfirmed from a manufacturing standpoint". Hence not confirming the allegation. Investigation conclusion the complaint condition of misalignment was not confirmed for the tfna fem nail ø10 r 130° l420 timo15 (p/n: p/n: 04.037.058s& lot #: 37p6580). The potential root cause of the scratches could be during the implantation & removal of the implant and repeated insertion of screw in the nail hole for alignment. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues, or discrepancies were observed that may have contributed to the complaint condition. An investigation was launched previous to this complaint to investigate tfna nail breakage and associated drill marks/damage at the head element hole/blade aperture. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.